Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Initially, the customer waited for the retention team to decide on an exchange, but later chose to proceed with the pump replacement. Technical support confirmed the alarm and sent a replacement pump with updated software. The customer was instructed on steps to take upon receiving the replacement, including using the return box and pre-paid label to send back the problematic pump within 10 days. The customer agreed to continue using the current pump and perform multiple daily injections if necessary to ensure ongoing insulin delivery.